Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during pre-use check. The ventilator was investigated by our field service engineer on-site and the inspiratory and expiratory sections were cleaned and the expiratory channel pcb was determined defective and replaced followed by a software update which solved the issue. No parts were returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).